Event description:
It was reported that pump displayed malfunction code 24 with a non-resettable fault and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.